Event description:
It was reported that no audio output occurred. The patient reported no audio alerts occurred when the cgm value decreased to 41 mg/dl. The patient was at a store when his cgm value decreased and he lost consciousness. Emergency medical services was called (ems); however, details of who called ems, medical treatment, and if the patient was transported to the hospital were not provided. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.